Manufacturer narrative:
Approximate age of device - 3 years, 2 months. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A specific cause for the infection could not conclusively be determined. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Infection, sepsis and renal failure are listed in the instructions for use (IFU) as potential as adverse events that may be associated with the use the heartmate ii left ventricular assist system. This IFU, as well as the patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient expired due to sepsis. There was evidence of a driveline infection that started on (B)(6) 2018. The patient presented with septic shock and abdominal pain. The patient was found to have enterococcus casseliflavus, gram negative klebsiella oxytoca bacteremia, and influenza b. The patient had multi-organ failure requiring continuous renal replacement therapy (crrt) on (B)(6) 2018. On (B)(6) 2018, the patient was extubated but re-intubated the following day. The patient had worsening liver failure with increasing liver function tests. Gi was consulted on (B)(6) 2018 but they felt the patient was too unstable to undergo endoscopic retrograde cholangio-pancreatography (ercp). The patient continued to have progressive organ failure and given co-morbidities with a poor prognosis for meaningful recovery. The family expressed that the patient did not want to pursue aggressive medical treatment and would not want life supporting measures. A decision was made to transition to comfort care. The patient expired on (B)(6) 2018. It was reported the device worked as expected during the duration of lvad support. The device was be returned for evaluation. No additional information was provided.